Event description:
Customer reported that the tip of the deployment device of a securmark for atec biopsy site identification; device sheared off and was left in a pt's breast. The deployment device was not returned for eval, so hologic is unable to confirm this complaint. The tip of the deployment device is composed primarily of nylon and pebax material, joined by an adhesive. These materials have been tested for biocompatibility in long term implantation per (B)(4).